Event description:
During coil embolization within the posterior communicating artery (p com) a 6.78 x 6.8 size aneurysm four coils were placed without difficulty. During attempt to place the fifth coil, the coil pre-detached inside the microcatheter. The pre-detached coil and microcatheter were removed from the pt's vessel as one unit. The microcatheter was pre shaped using the shaping mandrel. Prior to event, the coil was out of the microcatheter when the microcatheter was being repositioned. Another microcatheter was used and four more coils were placed. The procedure was completed successfully. There was no report of pt injury or complications.